Event description:
It was reported that there was a hole in the ultraset capd disposable disconnect y-set which resulted in a leak. This was observed after use of the device for peritoneal dialysis therapy. There was no report of patent injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, d9, h3, h4, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a hole in the drain bag. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from a hole located in the middle of the drain bag. The reported condition was verified. The cause of the condition was related to manufacturing caused by excess solvent during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.